Event description:
Had wound vac on from smith & nephew, rep could not keep me in new tanks when old one would fill up causing all the drainage to lay inside and out on my wound. On (B)(6) 2019, I sneezed, felt something pop, line to vac filled with blood. Called dr and he said I should be ok. Went to bed, woke up on the 14th at 4 am something on my belly did not feel right, pulled up my right gown and my intestines were hanging out of my wound. Went to urgent care. They sent me by ambulance to (B)(6) where I underwent emergency surgery with all the fluid laying in my stomach and outside my stomach for 2 days caused my skin soften and the stitches to rip out of my skin and I also had a bad infection for this also white blood cell count was 21 thousand, very high. FDA safety report ID# (B)(4).